Manufacturer narrative:
Analysis of the pump revealed pump/motor/gear train anomaly/corrosion and-or wear and-or lubrication and stall due to shaft-bearing.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal gablofen 2000 mcg/ml at 1200 mcg/day via an implanted pump for head/brain injury and intractable spasticity. Medical history included traumatic brain injury and below the knee (btk) amputation of left leg. A critical pump alarm occurred and the patient experienced more spasticity. It was unknown what environmental/external/patient factors may have led to the event. Interrogation discovered a motor stall had occurred and the pump was replaced on (B)(6) 2016. The issue was resolved at the time of this report and the patient's status was "alive-no injury". The event date was (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.